Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of a left ventricular assist device (lvad) the patient was experiencing pain with left ventricular (lv) pacing and atrial tachy response (atr) episodes. It was thought that the lead may have been cut, fractured or dislodged during the lvad procedure. Subsequently the lv lead was programmed off. No adverse patient effects were reported.